Manufacturer narrative:
(B)(4). The customer performed the evaluation of the device. The customer identified a failure with the energy select switch. The customer was informed that this device has been out of support since december 2006 and parts may no longer be available. The device remains at the customer site. Based on the customer's report, we are considering this a malfunction of the energy select switch.

Event description:
The customer reported the potentiometer that measures the power adjustment is out of order. The energy select switch is a potentiometer that selects energy setting for delivery of therapy. This is consistent with the customer reporting the energy select switch being out of order. No patient involvement was reported.